Event description:
On may 26, 2008, the lay user/patient's friend contacted lifescan (lfs) alleging the patient's onetouch ultra meter was displaying an "er2" message. Per the onetouch ultra owner's brooklet, an "er2" message could be caused either by a used test strip or a problem with the meter. The medical affairs specialist (mas) spoke with the patient on june 5, 2008 and obtained the following information. The patient does not recall when the alleged issue was the subject meter first began, although she does remember being able to test successfully with it during the previous month. As a result of the error message, the patient claims she discontinued testing her blood glucose, but continued to take her 500 mg of glucophage daily. Prior to obtaining the error message, the patient would test twice a day. On an unspecified date/time after the reported issue began, the patient claims developing intermittent symptoms described as "shaky, clammy, dizzy, and lightheaded." The patient claims she contacted the ER and was advised to come in. On the evening of the day prior to original date, the patient went to the emergency room. She was tested on their meter and obtained a result of "312 mg/dl." The patient reports being treated with insulin (type and dose unknown) and later being released. During troubleshooting, the cca was able to confirm that the patient was using the correct testing technique. This product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and had to receive medical intervention for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.